Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Prior to a transfemoral tavr procedure, it was noted that the patient had a 4.5cm aaa with disease in the right common iliac artery (rcia). During the advancement of a 26mm sapien 3 ultra valve, difficulties were encountered when the valve and commander delivery system exited the esheath. The sheath was positioned inferior to an existing aaa. When the valve exited the sheath, it was deported that there was not enough 'pushability' to advance the valve due to the aaa. As the valve was pulled back into the sheath, a frame strut pulled away from the valve. The valve, delivery system and valve were removed as a unit. A new sheath, valve and delivery system were prepared and successfully used for the procedure. It was reported that the sheath was damaged due to the bent frame strut. The sheath was torn, and the valve was protruding from the sheath as it was withdrawn. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra, commander delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection of the returned devices revealed minor gouges on the delivery system flex tip. The valve was exposed through the esheath liner. One valve frame strut was bent outward at the inflow. Following the expansion of the returned valve, one strut was bent outward at the inflow. The frame was observed to be distorted/canted. All struts were exposed through the skirt, which is normal after crimping and use. The valve leaflets were wrinkled and dehydrated, which was likely due to prolonged crimping during the return handling process. Review of the provided 3mensio imagery revealed calcification present in the access vessel. Vessel tortuosity and an abdominal aortic aneurysm (aaa) were also present. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. As reported, 'as we pulled the system back into the sheath, a stent strut was pulled away the valve'. Additionally, the patient's access vessel had presence of calcification and tortuosity. The present of calcification, tortuosity, and aaa (abdominal aortic aneurysm) can create challenging pathway during delivery system advancement. It is possible that the valve strut catches within the sheath during the delivery insertion through the sheath, and the subsequent push force (as indicated by the gouges seen on flex tip) resulted in the bent strut observed, per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definite root cause could not be confirmed, available information suggests in addition to procedural factors (excessive device manipulation), patient factors (calcification/ tortuosity/ abdominal aortic aneurysm) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis.